Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 12/10/2025 d4: batch # a98c5d. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one cdh29p sample was returned opened along with the primary package. Upon visual inspection of the box, the individual box was noted to be damage (crushed). The primary package was removed of the box and the tyvek was noted partially removed of peel here area. However, the seal area was noted complete with any issues or damages related to integrity. The event could not be confirmed as no damage was noted on the package. This report is not intended to deny that you experienced a problem with the reload. The condition of the box is indicative of handling and storage issues which occurred outside of ees control. All ees product is 100% inspected prior to release. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device lot a98c5d, and no non-conformances were identified. Additional information was requested and the following was obtained: was the sterility of the device compromised? Yes did the device have the issue of ""could not fire""? No. The device was not used. Primary packaging adhered to the color box and was damaged when opening the color box. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.